Event description:
Surgeon was performing a mis sole therapy af procedure. He had completed the right side using the mir1 device with no complications. On the left side, using the lhp2 device, he lost visual contact with the tip while positioning the device, the upper jaw became perpendicular to the pulmonary artery, and the tip damaged the pa. The bleeding was stabilized with a surgical sponge. The incision was extended and the damage was repaired with sutures. There was no clinical consequence to the patient.